Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted pacemaker exhibited undersensing on the right ventricular (rv) channel. As a result, ventricular pacing was provided when not required. In addition, a right atrial automatic threshold (raat) test high than programmed amplitude or suspended alert was noted. Technical services (ts) suggested that the raat could had failed due to possible fusion, low amplitude and noise. Further testing and programming options were recommended. No adverse patient effects were reported. This pacemaker remains in service.